Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion located in the mid right coronary artery that was 95% stenosed. Pre-dilatation was performed with a 2.5 x 15 mm unspecified balloon catheter. A 3.5 x 23 mm xience xpedition stent was advanced and during deployment a distal edge dissection occurred which was covered with another unspecified xience stent. There was no clinically significant delay in the procedure and no other patient sequelae. No additional information was provided.